Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 600 mg/dl at the time of incident. Current blood glucose level is 123 mg/dl. The customer was treated for high blood glucose with manual injection. The customer did experienced symptoms of high blood glucose value such as headache. The customer was reported that cannula was bent of infusion set. Customer was not hospitalized. The insulin pump will not be returned for analysis.